Event description:
It was reported that during the stenting of distal femoralis/poplitea, the tip of the delivery system came off and occluded the distal artery (below trifurcate). The tip detachment occurred during retrieval. Snare retrieval did not succeed. The access site was the a femoralis. The anatomy was calcified, but not tortuous. The procedure was performed antegrade and the tracking path was about 25 cm. No difficulties were experienced during the procedure.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to device currently approved for distribution in the u.s. The review of the manufacturing records show that no remarkable incidents occurred. This event is still under investigation.